Manufacturer narrative:
It appeared that the device was used for an off label indication. The indication device was used for was lgw. Concomitant medical products: product ID 748951, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 3550-09, lot# n177550, implanted: (B)(6) 2009, explanted: (B)(6) 2009. Product type: accessory: product ID 3387-40, lot# l70665, implanted: (B)(6) 2000, explanted: (B)(6) 2009. Product type: lead. (B)(4).

Event description:
It was reported that the patient had a surgical revision performed on their implantable neurostimulator (ins) due to unrelieved pain. Specifically, the right lead was replaced and an additional extension was implanted. The patient outcome was reported as no injury but it was indicated that the patient's healthcare profession had not seen the patient since the surgical procedure on feb 2, 2009. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).